Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation (af) ablation procedure the mobile programmer application was used to interrogate and perform programming of the cardiovascular implantable electronic device (cied). The procedure lasted an extended period and the application hosting tablet and patient connector were not reconnected and the session was not extended. The connection between the mobile programmer application and the cied timed out. The user provided feedback that the mobile programmer application system was not "secure" and that there was a requirement to starting the pairing and interrogation process again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.